Event description:
Reporter alleged discrepant blood glucose results of 111 mg/dl at 10:15 am, 58 mg/dl at 10:28 am, and 163 mg/dl performed at 10:30 am. Customer stated prior to the comparison customer had self treated with candy and orange juice based on a lower result of 48 mg/dl and glucose soon elevated afterwards. As a result of the comparison, no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.